Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. Component r177 (resistor) was found to be broken on the system board. The device's system board was replaced to address the issue.